Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) all insulators breached cut; full lead returned and analyzed.

Event description:
It was reported the stylet was left in the lead when the scrub tech tried to backload the wire through the lead, causing it to puncture the lead body. The lead never entered the patient. No patient complications were reported as a result of this event.